Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was returned, but an x-ray has been received for examination and confirms the reported fracture. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and broke his tibia. In doing so, he split open his incision and surgeon chose to wash it out. Insert and pin (femur not exchanged) were exchanged after thorough I & d and placement of antibiotic beads. Doi: (B)(6) 2020. Dor: (B)(6) 2020; right knee.